Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi30000151, serial/lot #: unknown. A medtronic representative went to the site to test and service the equipment. It was found that the image acquisition system (ias) did not boot up as there was an issue at the power on switch. Troubleshooting found that there was a loosened cable contact at the ias power switch. The cable was reconnected and mechanically adjusted, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system did not start up or power up. The main switch on the system did not work. There was no patient involved.